Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump had corroded motor home switch. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify battery out limit alarm due to button keypad anomaly. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. The customer's blood glucose reading was 434 mg/dl at the time of incident. Troubleshooting found that the alarm was unable to be cleared and that the pump compartment had moisture inside of it. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.